Event description:
It was reported that the system would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply, general purpose operating system (gpos), real time operating system (rtos), and the software were installed during service call. The system was tested and found to be working as intended and put back into service.